Event description:
Boston scientific received information that the physician had difficulty inserting the left ventricular (lv) lead in the device header. The physician had to use a mineral oil to fully advance the lead until the terminal pin was visible. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.